Event description:
It was reported that the patient "wasn't feeling stimulation." It was noted that the patient's device was checked with the patient programmer, and it displayed the "call your doctor" icon. It was noted that the health care professional (hcp) did not know the code that was displayed. It was further noted that a power on reset (por) condition occurred. It was noted that the patient had an "unknown medical procedure" performed. The patient noted that she "had a machine over her." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v567716, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).